Manufacturer narrative:
The subject device has not yet been received for evaluation. The cause of the issue cannot be determined at this time. If additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported that the cv-180 system has a flickering video. According to the reporter, he tried troubleshooting the issue however, the problem was not resolved. There was no patient harm or injury reported due to the event.

Manufacturer narrative:
This supplemental report is being submitted to provide review of the device history records (DHR). The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The root cause was not identified. It is concluded that the video processor attributed to the cause of the reported problem. The device was manufactured on november 19, 2008, approximately 12 years since manufacturing date. Probable likely cause was due to service life and age deterioration of the device. Olympus will continue to monitor complaints for this device.